Manufacturer narrative:
Other relevant device(s) are: product ID: 3887-28, serial/lot #: (B)(4), ubd: 28-aug-2004, UDI#: (B)(4); product ID: 3887-28, serial/lot #: (B)(4), ubd: 17-nov-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and lumbar radiculopathy. It was reported that two weeks prior to the report, the patient felt like something got loose like a needle and it poked her in her back. The poking went away after a few minutes, but it hurt them, and it came back a couple of other times. The patient also reported that she was getting numbness in their left leg, where the implant is, her buttocks, her right leg, both arms, and a little bit in her neck. It was noted that the patient did not know if there was a loose wire implanted, but the patient found it uncomfortable to feel the tingling sensation followed by the numbness, her arms were bothering her fingers, and her arms were tingling. Lastly, it was noted that the patient was worried that the leads were brittle/broken, the implantable neurostimulator (ins) was placed to help just their left leg and they thought the second lead crossed over into the pubic area, and a little bit down the right side. When the patient increased their stimulation to 260 on the day of the report, it felt better. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to resolve the symptoms. There were no further complications reported or anticipated.

Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are: product ID 3887-28 lot# j0012708v serial# implanted: 2001-(B)(6)explanted: product type lead product ID 3887-28 lot# j0016077v serial# implanted: 2001-(B)(6)explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient experienced pain at the pocket site. They turned the ins off with no changes in the pain. Numbness and tingling were experienced down their legs, hands and feet; lead impedances on electrodes 0-3 were all within the range of 3,000 to 5,200 ohms. The representative programmed all the electrodes and increased to 8 v and the patient felt some pressure at the pocket and a slight tingling down their left leg. The amplitude was not high enough for any sensation. The representative planned on programming the right lead for efficacy. These symptoms were noted as being sudden. The representative was going to discuss this issue with the patient's doctor and suspected that an extension or pocket adapter was the cause of the issue. No further complications reported.